Event description:
It was reported that during an av angioplasty procedure, balloon deflation issues occurred. The lesion was located in the arm in an arteriovenous fistula. The 2cm peripheral cutting balloon was advanced once without difficulty to the lesion site and inflated as per directions for use (dfu). Upon the attempt to deflate the balloon, it would not deflate. The physician punctured the balloon percutaneously to deflate it and remove it with resistance. There were no adverse patient effects, and the procedure was completed with this device. Pt status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.